Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the 8mm permanent cautery hook (pch) wire broke. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm permanent cautery hook instrument associated with the customer-reported complaint. The instrument was analyzed, and was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the black wire was broken. There was no loss of cautery associated with the broken wire, and no arcing was observed. The instrument did not collide with any other instrument or tool during the procedure. There was no issue related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. No cable was visibly protruding from the distal end of the instrument.